Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, after delivering a test bolus the customer observed insulin exiting the tubing. The customer's blood glucose was 397 mg/dl. The customer changed out all supplies to address the occlusion.